Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a lost sensor alarm. The customer¿s blood glucose was 180 mg/dl at the time of incident. Customer stated that the sensor was missing the cannula after it was removed from the insertion site. The product is not expected to return for analysis.